Event description:
It was reported that the sprintpack had a damaged pigtail which may have sparked. The sprintpack connector was melted into the ventilator pigtail. It is unk if the ventilator and sprintpack were connected to a pt when the reported problem occurred.